Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 12.1-12.7cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 44.8-45.3cm, 46.7-47.0cm, and 49.1-49.3cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted breaching various lumen at 13.2-13.7cm, 14.6-16.2cm, 26.5-26.9cm, 34.8-36.1cm, and 29.5-29.9cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.